Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the implant site and ineffective therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not able to be confirmed. Analysis of the returned ipg found it was inoperable due to the device entering the service application state. The service application condition was a result of the explant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The ipg was not functionally tested on the automated test equipment (ate) due to the as-received low voltage of the ipg battery that was due to the ipg entering the service app condition.

Manufacturer narrative:
B5: related manufacturer reference number:(B)(4).

Event description:
Related manufacturer reference number:(B)(4).